Manufacturer narrative:
A lighttrail reusable laser fiber was received for evaluation. Visual examination of the returned laser fiber was broken and measured approximately 283 cm from the sma connector to the break. The remainder of the distal end of the fiber was not returned. The condition of the returned product confirms the reported event. Functional analysis revealed that the laser fiber was recognized by the laser console and indicated that the fiber had been used zero times. The aiming beam was clear, bright and diffused due to the break. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail single use laser fiber was used in the bladder during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga console. According to the complainant, as they were about to fire energy during the procedure, it was noted that the laser fiber broke inside the ureteroscope. No broken fragment fell inside the patient. The scope was removed from the patient along with the broken fiber. The procedure was completed with a second lighttrail single use laser fiber and a different scope. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 1, 2016 that a lighttrail single use laser fiber was used in the bladder during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga console. According to the complainant, as they were about to fire energy during the procedure, it was noted that the laser fiber broke inside the ureteroscope. No broken fragment fell inside the patient. The scope was removed from the patient along with the broken fiber. The procedure was completed with a second lighttrail single use laser fiber and a different scope. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.